Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a manufacturing related issue. The alleged event is most likely associated with possible procedural/surgical complications. The IFU currently addresses potential risks associated with surgically implantable materials which states the following: precautions: pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. 2348, 1994, 2371, 2519, 2564, 2330, 2329, 2360 =¿nl¿.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced physical pain, suffering, permanent injury, disability, discomfort, mental and physical pain, distress, disfigurement, and underwent multiple invasive and risky mesh removal or correction surgeries.